Event description:
It was reported that the patient underwent a revision procedure wherein the lead was replaced, and additional lead was implanted due to an unknown reason. Additional information was received that the patient underwent lead replacement and lead addition in order to capture new pain area in cervical spine. The patient was doing well postoperatively, and the explanted device was discarded by the facility.

Event description:
It was reported that the patient underwent a revision procedure wherein the lead was replaced, and additional lead was implanted due to an unknown reason.

Manufacturer narrative:
Block b3- approximated based on the date of explant.